Event description:
The diamondback coronary orbital atherectomy device (oad) was operated on low speed to treat a calcified lesion in the proximal circumflex artery. The oad was pulled back in order to perform imaging, and it was observed that the tip of the oad had fractured. A snare device was unsuccessful in retrieving the tip. The fragment remained on the wire and was removed when the viperwire guidewire was removed from the patient. The procedure was completed with rotational atherectomy. There were no patient issues during or following the procedure.

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Additional information regarding device and patient information was requested, but the site declined to provide this information to csi. If additional information is received a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The fractured driveshaft section was received at csi for analysis. The crown and oad handle were not returned. A visual examination confirmed that the driveshaft was fractured at the distal edge of the crown. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of the fracture is undetermined. It should be noted that the diamondback coronary orbital aherectomy system instructions for use states the following warning, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).